Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: the analysis results found that the device was returned with no damage in the external components. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date in 2019 and the absorbable straps were used. I was reported that during surgery, the mesh stapler did not fire hard enough to fix the mesh and staple to the abdominal wall. The mesh used was a device of another brand (biological mesh) and at the time of surgery the clip did not fix the mesh. It was reported that the staple did not work properly. The procedure was completed successfully, and there were no adverse patient consequences reported.